Manufacturer narrative:
Unit received alarmed button error followed by unresponsive buttons due to corroded keypad traces. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Unit received with broken reservoir tube lip. Unable to verify pump sensor feature or motor error alarms due to button keypad anomaly. The motor was tested outside the device and passed. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 310 mg/dl. Troubleshooting was performed. The device was returned for analysis.